Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: on (B)(6) 2023 repair tech: dts emh hp;cable,conn/gun cable damaged, damaged handpiece cable. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-tl DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaint is a known hazard and is tracked as part of monthly psc meetings. Water droplets on the handpiece cable were off centered. Remember the water droplets on the handpiece cable are not a setting, they are there to guide you on the direction to turn to get more/less power. (B)(6) looked the unit over as well. If you are still having any problems check your inserts for clogs/worn.

Event description:
In this event it is reported while using a g124 cavitron select sps they allege that the handpiece was getting hot/warm easily when no water comes out in the # 3 drip setting. No injury resulted.